Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were noted. During a paroxysmal atrial fibrillation, a farawave and faradrive were selected for use. The devices were prepped as per IFU. Once the sheath was in the left atrium, the dilator was removed from the sheath. When the catheter was introduced into the sheath, the physician was sucking in from the valve on aspiration of the sheath and there was a stream of continuous bubbles. The sheath was replaced but the issue was noted again. It was decided to change the catheter, and finally there was no continuous stream of bubbles when aspirating the sheath with the new catheter. The procedure was completed with no patient complications. A pressure bag was used for the sheath, with a flow rate of 1-2 drops per second. The bubbles were observed in the sheath flushing line and aspiration syringe. No air was seen in the patient, and the dr confirmed the patient was fine the next morning. The guidewire was as per IFU right at the tip of the catheter when the catheter was inserted into the sheath. The devices are expected to be returned.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that air bubbles were noted. During a paroxysmal atrial fibrillation, a farawave and faradrive were selected for use. The devices were prepped as per IFU. Once the sheath was in the left atrium, the dilator was removed from the sheath. When the catheter was introduced into the sheath, the physician was sucking in from the valve on aspiration of the sheath and there was a stream of continuous bubbles. The sheath was replaced but the issue was noted again. It was decided to change the catheter, and finally there was no continuous stream of bubbles when aspirating the sheath with the new catheter. The procedure was completed with no patient complications. A pressure bag was used for the sheath, with a flow rate of 1-2 drops per second. The bubbles were observed in the sheath flushing line and aspiration syringe. No air was seen in the patient, and the dr confirmed the patient was fine the next morning. The guidewire was as per IFU right at the tip of the catheter when the catheter was inserted into the sheath. The devices are expected to be returned.